Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that the patient experienced a skin reaction with inflammation/swelling that extended beyond the patch perimeter which occurred 9 days after the sensor had been inserted in the arm. The swelling began around 10 pm and extended beyond the patch perimeter, affecting most of the arm. The patient did not take any medication as the swelling is tolerable and not painful. The patient was in stable condition but is concerned and plans to see his doctor to check whether this may be an allergic reaction to dexcom and to determine the best way to proceed. There was no documentation of treatment, on dexcom technical support callback the patient did not visit his doctor. Instead, his wife assessed the swelling and advised that no medical attention was needed. They applied alcohol to the swollen area. At the time of the report, patient condition was stable. No other details were provided. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional event or patient information is available.